Event description:
The MFR's rep reported that the pump was explanted and replaced with similar device. The pump had been implanted for 65 mos. No pt symptoms were reported, and the pt recovered without sequela.